Event description:
The account alleged that the head section of the bed had an unintentional movement up but when the right siderail board is disconnected the issue went away.

Manufacturer narrative:
The technician found the head was rising without controls being activated. The technician found the inner control board on patient right siderail shorted out. The technician replaced the patient right control board to repair the bed.